Manufacturer narrative:
The returned device was received, and an evaluation/analysis was completed. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. Product history review was completed and there were issues related to the complaint discovered when reviewing the product history of console ic4666. Ci-54805 1/27/2026 - controller failure. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller generated a controller failure alarm. The controller was exchanged for another controller to resolve the issue. The patient was in stable condition.

Event description:
Additional information provided "bedside rn called to report ¿controller failure alarm¿ for a second time and already resolved at the time of this phone call. Per rn¿s report: ¿patient¿s hemodynamics weren¿t affected during those alarms and they resolved right away¿. Abiomed clinical consultant drove to hospital and instructed rn at bedside on procedure for switching impella rp flex from aic to aic. No active alarms were noted at the time of switching aics. Impella functioning properly post aic switch."